Manufacturer narrative:
(B(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in a clearlink extension set. This was observed at the start of infusion using a non-baxter pump. The reporter stated that the filter had been inverted and tapped during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.